Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that in the process of placing the screws to fixate the stimloc, the screws out of the lead kit either broke or would not bite the drill deep enough for complete seating in the skull further stating that each time the stimloc had to be repositioned and this happened three times. 1/2 screws purchased appropriately, the second screw did not and the tip may have broken, they backed out screws, repositioned stimloc and attempted using two new screws, and the same issue occurred. There were no environment/external or patient factors that would have led or contributed to the issue. It was reported that they tried using the new disposable stimloc driver with different screws but that did not remedy, however they replaced with additional single screw and it finally purchased. Both screws finally seated completely and the issue was resolved at the time of the report. One of the screws misfired, would not bite and was partially explanted. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.